Manufacturer narrative:
This incident occurred outside of the united states. Information contained within this report is all that is available at this time. If further information is obtained, it will be provided in the supplemental report.

Event description:
Pt was hospitalized on (B)(6) 2011 and reported the infusion device delivered too much insulin. The infusion device displayed e6 mechanical error, and pt changed the infusion set and battery to clear the error message. Pt reported the infusion device then, without a signal or error message, delivered too much insulin. Blood glucose was 28 mg/dl, and pt was unconscious. This occurred at approx 3:30 p.m. Pt was transported to the hospital by ambulance. He was treated with a glucose solution and hospitalized for 1 day in a "pre-coma" status. Pt does not know how much insulin was delivered, and he was not wearing the infusion device at the time of the report. Infusion device was requested for evaluation. Additional information was not provided.